Event description:
The complainant had placed an impella 5.5 pump to support a patient admitted in with known cardiomyopathy and planning for transplant list. The team observed a possible purge leak. Fluid was leaking from the purge housing on the impella. No observable active leak was seen but droplets of fluid were noted inside the plastic housing and droplets of fluid could be felt occasionally from the bottom of the housing. There was no replacement. The housing moisture was being monitored. The fluid was not sticky as would be expected with dextrose so it is unsure if this is an active leak or not. No harm or injury was reported. The pump remained on for just under 19 days til heart was transplanted.

Manufacturer narrative:
The investigation has been completed. The pump and purge cassette were returned for evaluation. The data logs were returned and there were no purge alarms seen. The pressure and purge flow were stable throughout support. The returned product was inspected and the catheter was cut and small droplets were seen in the housing. The purge line was reattached using a luer and needle tip connection to be able to purge the system. It was purged for approximately four days and purge alarms occurred and there were no leaks seen inside the sidearm. The sidearm was cut and it was pressurized with a syringe to be able to exacerbate the leak if there was one. No leaks were noted. Images were taken under the keyence and no damages or buildup of fluid could be seen on the device. When changing the purge tubing to the sidearm, it is a wet-to-wet connection. This can lead to fluid into the sidearm. The root cause of the purge leak - pump is most likely due to use as the issue was not seen in the data logs and was not able to be reproduced in the lab.